Manufacturer narrative:
Attempted to contact the initial reporter and received no response. Device was not made available for inspection.

Event description:
"It was reported that a client at our center, a caring hand madc. He was sitting on the seat and leaning on the curved bar. The plastic pieces that hold that bar in place broke causing the client to fall to the floor. The right front wheel, (from rolling position), left front if looking at picture, is slightly loose and bent as well.